Event description:
A caller reported experiencing an error with their cgm, specifically error 42. After consulting with technical support, they were guided through a complete pump reset process. Following the reset, the error code did not reappear, and the caller successfully commenced their sensor session. There was no adverse impact on the customer's blood glucose level.